Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer blood glucose level was 50 mg/dl. Customer had treated with food. Trouble shooting was declined. Customer stated they were experiencing high blood glucose and bolus was taking 2 hours for delivering and wanted to speed up the bolus. Customer did not show symptoms of low blood glucose. Customer was using the insulin pump system within 48 hours of reported event. The insulin pump will not be returned for analysis.